Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 the patient was in urgent care for not feeling well, but she did not initially attribute this to a problem with the dexcom. As part of the intake process, the nurse checked her blood glucose which was 75 mg/dl while the cgm read 136 mg/dl. The patient reported not feeling well with symptoms of dizziness, lethargy, mild sweating and periodic slurred speech. The nurse suggested the mild hypoglycemia may be the reason for her symptoms. There is no documentation of treatment for mild hypoglycemia. Rather, the report states the patient was treated with humulin insulin at urgent care. There was no documentation of further medical intervention. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.